Manufacturer narrative:
The following information is unknown: the date the da vinci-assisted surgical procedure was performed, the part and lot of the vessel sealer instrument involved with the reported event, the root cause of the customer reported failure mode, and the root cause of the patient's intra-operative complication. Isi has attempted to contact the chief of surgery to obtain additional information concerning the reported events; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a vessel sealer instrument allegedly failed to adequately seal a vessel and the patient lost 3 liters of blood. The patient also reportedly received a blood transfusion. However, at this time, the root causes of the customer reported failure mode and the patient's intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, an unspecified vessel was not sealing and the patient lost 3 liters of blood. On 06/05/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales manager (csm) and obtained the following information regarding the reported event: the csm was not present during the da vinci-assisted surgical procedure. According to the csm, she was informed of the reported event by the site's chief of surgery. The chief of surgery indicated that the surgeon alleged that a vessel sealer instrument did not adequately seal a vessel and the patient therefore experienced bleeding. The patient received a transfusion and the surgical procedure was completed successfully. The csm did not believe that the vessel sealer instrument was available for return to isi for evaluation. On 06/06/2017, isi contacted the initial reporter (the site's chief of surgery) and obtained the following additional information about the reported event: the site has 3 surgeons who perform da vinci-assisted sleeve gastrectomy procedures. The allegation that a vessel sealer instrument failed to adequately seal has occurred an unspecified number of times by only 1 of the 3 surgeons. In some of the cases, the surgeon claimed that the seal didn't hold. Therefore, the surgeon had to attempt to reseal the vessel using a vessel sealer instrument, a ligasure device, or a harmonic instrument. In one or more cases, the surgeon had to oversew the vessel. The initial reporter also mentioned that in a few cases, the patients came back to the hospital with complaints of pain. CT-scans revealed fluid collections and the patients were administered transfusions. The initial reporter was unable to provide the dates as to when each event occurred. No further clinical information was provided.